Manufacturer narrative:
It was determined that MFR report # 9610847-2026-00024 submitted for lot # 5112150 was created in error and should be considered void.

Event description:
No additional information.

Event description:
It was reported that bd syringe 30ml ll tip conv pak had foreign matter it was reported by the customer that growth/foreign material is on the top of plunger. Rcc received a complaint via email. Date: (B)(6) 2026, complaint number: (B)(4), account number: (B)(4) account name: xxxxx contact person: xxxxx item number: 308-305618 lot # / serial #: (B)(6) sample available: confirming pictures: requesting item description: 30ml luer-lok tip sterile syringe pack incident description: as per client, having this growth like material after filling. It shows cloudiness after filling. In one of the pictures, it's very clear the growth/foreign material is on the top of plunger.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.